Event description:
A facility reported green stains in the disposable codman cord and tubing ((B)(4)). No additional information was provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 disposable cord and tubing were returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the reported complaint was confirmed via investigation; green residue was found on the returned cord and tube sets. Root cause - the root cause is being investigated; however, currently the complaint issue does not represent an adverse trend. The issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Event description:
N/a.